Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current test, active current test and the displacement accuracy test. The insulin pump was connected to a test transmitter/sensor and monitored without any connection interruptions. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Customer blood glucose was under 525 mg/dl. Customer states that she is having problems with her sensor. Customer states that the last 5 sensor the tape has not been sticking and the sensor kept popping out. Customer states that sunday night she kept getting a whole bunch of alarms saying sg value not available. Customer states that she tried to connect with the sensor and was not able to connect the sensor and transmitter. Customer states that the last sensor was bent. Customer states that she did not save the other sensors. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.